Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper actuation issues. It was reported that during preparation of a clip delivery system (cds), one of the gripper arms would not fully drop. Troubleshooting was performed, but the gripper arm was still not fully dropping. The cds was not used in the patient, and the procedure was successfully completed with another cds. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.